Event description:
Related MFR report number: 2017865-2023-36798. It was reported, that a patient presented with noise on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. After the procedure, the longevity of the implantable cardioverter defibrillator (ICD) was at 1.8 years. And at the next follow-up, the ICD triggered elective replacement indicator (eri). Premature battery depletion is alleged. It was also noted, that there was slow charging time on the ICD. No changes or intervention was performed. The patient condition was stable.